Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. Evaluation summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The overlay tubing of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. The analyst noted that the overlay tube has esc breach at 12.8cm, the overlay tube is not insulation and therefore does not effect electrical performance of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). It was noted that the device was depleted to the point where telemetry did not function to allow interrogation. Additionally, despite a plan to prophylactically replace the right ventricular (rv) lead, it was visibly noted during the replacement that there was damage to the outer insulation. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.